Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse powered on the system and was unable to duplicate customer's reported problem of error 319 on arm 2. The fse confirmed error 319 in the logs and replaced universal surgical manipulator (usm) 2 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the investigation is in progress. The complaint was not confirmed based on the field evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the operation room (or) staff contacted the technical support engineer (tse) and reported that arm2 faulted out and stopped working. The customer power cycled the system a few times with no change. The customer disabled arm2 and completed the procedure as a 3-arm configuration. The tse reviewed error logs and found error 319 indicating a loss of communication with a node in the universal surgical manipulator (usm) 2. The tse walked the caller through a hard power cycle on the patient side cart (psc). The system powered back on normally with no errors. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned and evaluated by the failure analysis (fa) team. The fa investigations confirmed and replicated the reported failure (error 319). The usm was tested on an in-house system and passed normal mode. The usm was also tested on a patient side cart fixture test platform (pftp), and the fiber test failed on the rolling loop. The rolling loop was found tangled. As a fix, the rolling loop assembly will be replaced.